Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, staple line bleeding was observed where multiple white and blue sureform 60 reloads were fired. The sureform 60 stapler instrument firing sequences were reportedly completed without any intraoperative errors throughout the procedure. The staple line bled where the first three sureform 60 reloads (2 blue, 1 white) were fired. The bleeding was described as significant oozing, which required intervention. The surgeon over-sutured the staple line to address the bleeding. The estimated blood loss was negligible. The procedure was completed robotically, and the patient is recovering well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the white sureform 60 reload with an alleged issue to perform failure analysis. A review of the stapler logs revealed the following: a sureform 60 stapler instrument (part # 480460-12) was installed on the system 6 times and fired six sureform 60 reloads (2 blue, followed by 4 white). There were no incomplete unclamps by this instrument. On installs 1-4, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp attempt was incomplete. The next clamp was successful, and the firing was completed with 2 pauses for compression. After the 6th install, the stapler was removed and not used in the procedure again. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2025-25921 for MDR submission of the same event reported against a blue sureform 60 reload. .

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.